Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified chronic nephritis. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that the balloon ruptured at 26atm within 60 seconds. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified chronic nephritis. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that the balloon ruptured at 26atm within 60 seconds. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis attached to an encore inflation unit. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal of the proximal markerband. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.